Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 105" alarms through history log but could not reproduce during evaluation. The evaluation did find severed motor mount screws, with one said screw found wedged in-between motor/camshaft gears. Further evaluation also found failed motor gear that was stripped through the hole. These conditions more than likely contributed to the reported symptom. The motor and motor screws have been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. The customer reported that there was no patient injury. No further information was available.